Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement freestyle libre sensor was reported. The replacement device was issued as customer had reported receiving a "sensor ended" message on the same day of applying the sensor. Due to delivery delay, customer reported experiencing an adverse event in which they had anaphylactic shock and a loss of consciousness. The customer was admitted to a hospital where he was provided unspecified intravenous treatment. An hcp meter reading of 78 mg/dl was reported but it is unknown when this reading was obtained in relation to the reported treatment. There was no report of death or permanent injury associated with this event.